Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67/3221) a lot history record review was completed for lots 25159317, 25159328, and 25159375 the last 3 lots shipped to the account prior to the event/aware date. For lot 25159328 there were no ncmrs, rework, or deviations documented for the reported lot number. For lots 25159317 and 25159375 there were ncmrs, rework, or deviations documented for the reported lot numbers. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67/3221) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 &213/ 4105/67) enter investigation the device was returned to the factory for evaluation on 09/03/2021. An investigation was conducted on 09/08/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on the cold and hot jaws was observed to be intact, no visual defects were observed.an electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device activated and transected tissue four (4) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped functioning. The energy being delivered to the bisector/hemapro wand was cutting out prematurely and not cutting/sealing, initially it did, but only for a couple of cuts. It then would activate for a couple of seconds and terminate early. If you tried to activate it again, it would terminate even earlier and then not even activate. The handle was a little hotter than normal. No additional incisions made. New kit required to finish case. There were no adverse effects to the patient.